Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Https://www.dropbox.com/s/ltg8f0qxb8562mi/img_8056.mov?dl=0 report from the end user: during test at the air base (#330) the t1 starts with black screen and continous alarm. After a short while the device starts to ventilate by itself. No buttons pushed. Only way to turn the device off is to remove both batteries. After re-inserting the batteries the device starts again with black screen (and stripes) + alarm. Again, the ventilation starts by itself. Report from customer biomed: startup failure confirmed (see dropbox-link) and reproducible. But they cannot reproduce the automatic start of ventilation. Incident reported to local authorities as a incident that could lead to death or severely impaired health. No case number received yet. Comment from tobias: please let me know if we should forward this device to your office asap. The sw on the device is not yet confirmed. I had to enter something.